Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (brand, concentration, dose, and lot number unknown by the reporter) via an implanted pump. It was reported that the patient had a pump replacement on (B)(6) 2016, the patient was on his way to the recovery room and all was okay. He came out of the or (operating room) smiling, responding, and "being a royal pain as he can sometimes be." He had been given a boost of keppra by IV right before surgery as the patient's mother had asked as he always got that so they were pretty assured of no seizures. The patient's mother had also told everyone of his history of what had been called sensitivity issues to baclofen. The patient then went downhill. He got a glazed look, wasn't responding, but not the type of non-response as someone who was tired had. His breathing became very shallow and his eyes wiggled/nystagmus. The patient's mother immediately thought of overdose. The patient had never had a reaction to anesthesia. Per the patient's mother, not counting the pump changes, he had about 5 brain surgeries and dental work with no issues. The dental was teeth cleaning and an extraction in the or. The patient's parents got someone to listen to them after showing a current video of the patient versus a video taken when he was in the recovery room. A code for stroke was called, a CT scan was done and neurology was called. The patient had a seizure and his pump dose was lowered about 9:30pm. Within 2 hours, he was much better, responding, and moving around. The patient was much better on (B)(6) 2016 and was back to his normal self, full strength, no slurred speech, and was doing fine. Per the patient's parents, it seemed to be an efficacy issue of the new pump versus the old pump. The new pump was set to the same value as the old pump and the patient was used to that setting. They also stated, the "older unit battery may not be dispensing as set," so new pump "dispensing actual," and patient got a "jolt of baclofen." They were told that the new pump would be more effective in delivering a dose than an older pump. They were not giving up on baclofen, but knew all the warning signs and did their best to make others aware of what could happen to the patient. The patient's mother stated "most doctors, even neurosurgeons know very little about a pump."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported in manufacturer report # 3004209178-2016-09012. If additional information is received regarding this event, it will be reported in this report. [Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (lot number, concentration, and dose unknown) via an implanted pump. Indications for use were listed as head/brain injury and intractable spasticity. Other medications the patient was taking at the time of the event and medical history was not reported. On (B)(6) 2016 the patient had a pump change out and was in the recovery room. The patient was fine for three hours, moving smiling, and pointing to his throat. (It was thought the patient¿s throat was sore from the tube in surgery). Two hours past and the patient was not responsive, breathing slowly, eyes wobbling like nystagmus. It was reported ¿it showed he was having a seizure basically¿. They called the neurologist fast and dropped the level of the pump. Within the hour the patient showed signs of coming back. The reporter was directed to their health care provider. A company representative (rep) was present. It was noted the pump level was lowered. The reporter thought the dose was ¿2 80.4¿ and dropped it down to ¿200¿. The unit of measurement was unknown. The change in therapy/symptoms was sudden. It was further reported this was the second time the patient had issues when the pump was changed. The second time the pump was changed the patient had an overdose. The catheters were not changed. The reporter was told the new pump would be more effective. The patient was ¿fine¿ now and once the dose was lowered the seizures and non-responsiveness stopped. The reporter wanted to know who updated the pump and filled it. Neurology was not in the operating room. Drug information, other medications the patient was taking at the time of the event, medical history, diagnostics performed with results, actions/interventions taken to resolve the symptoms, and the cause of the event was not reported.] Additional information was received from a company representative. The concentration was 2000mcg per ml of gablofen. The patient was doing fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.